Event description:
It was reported that during a da vinci-assisted bariatric surgical procedure, the customer was using a blue reload with the sureform 60 stapler. There was unintuitive motion from the stapler when moving it left and it went right. They were able to resolve the issue by reinserting the instrument. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 01-nov-2024: the reporter was present for the procedure. The issue occurred on the first procedure of the day. It was unknown if the stapler will be returned. The issue occurred with the surgeon's head in the console. It was not apparent why the reversed motion occurred to the reporter or the surgeon. The issue was persistent, but was resolved after removing and reinstalling the stapler. There was no harm to the patient due to the issue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the sureform 60 stapler instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. A review of the stapler logs for the sureform 60 stapler associated with this event was performed: logs showed that the instrument was installed on the system 5x and fired 5 reloads (1 green, followed by 4 blue). On install 1, the first two clamp attempts were successful, and the firing was completed with 2-3 pauses for compression. On installs 2 and 3, the first clamp was successful, and the firings were each completed with no pauses for compression. On install 4, the first clamp was successful, and the firing was completed with 1 pause for compression. On install 5, the first clamp was successful, and the firing was completed with no pauses for compression. The instrument was then removed and not used in the procedure again. There were no stapler related errors found in the logs.